Manufacturer narrative:
As reported two fasteners of capsure fixation device deployed together. The video provided shows when the surgeon fixates the mesh a fastener deploys with the next fasteners coil becoming stuck in the deployed fasteners cap. Graspers are used to assist in releasing the cannula tip from the deployed fasteners. The sample was returned for evaluation with only one remaining fastener. Based on the return sample condition having only one fastener remaining we are unable to functionally evaluate the device for the reported condition of multiple fastener deployment. As such, no conclusion can be made to what extent if any the device caused or contributed to the deployment issues reported. Review of manufacturing records shows product was made to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during hernia repair procedure, the capsure fixation device was fired, the tip, end point of the next loaded fastener was entangled in the head of the previously fixed fastener and there was no way to dislodge it. There was no patient injury.